Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing repeated e4 (occlusion) errors and elevated blood glucose of up to 415 mg/dl with ketoacidosis. She was advised to switch to an alternative form of therapy, and to go to the emergency room. No further info is available. The pt did not require medical assistance from a healthcare professional, or second party to address the issue. The infusion device and infusion set were requested to be returned for eval.